Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device eval summary: the documentary research in the batch file shows that no element could explain these reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported after injections with juvederm ultra plus xc in acne scars on forehead, nasolabial folds, dimples, marionette lines, and lips, and in an "old chicken pox" scar on an unk location, the pt experienced "irritation, redness, and discomfort" 3 days after injection at the "right part of the forehead." Dr. Also noted "pustules" in the right upper eyelid area and stated that it was "the first time the pt reports having shingles." Pt also received concomitant botox cosmetic in the glabella, forehead and lateral canthus "near" area of symptoms but "not directly at that site". Pt was prescribed clindamycin 300mg q 6 hrs, and three days later was prescribed valtrex 1g tid x 6 days, and bactroban ointment ("topical", not otherwise specified) to both hasten the resolution of symptoms and to prevent permanent damage. Pt was seen again approximately 10 days later and reported to be "greatly improved, nearly healed".